Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer have been experiencing high blood glucose (bg) levels (247 mg/dl) with a trace of ketones. A bolus was delivered to address the bg level. The customer was at a healthcare providers office and the customer disconnected the call with tandem technical support prior to reporting a possible cause of the high bg. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.